Event description:
It was reported that stent failed to expand requiring additional device. The severely stenosed target lesion was located in the arteriovenous fistula. A 9x60x75 epic self-expanding was selected for use. During the procedure, the stent was not fully expanded in the lesion. Another stent was implanted to complete the procedure. There were no patient complications as a result of this event.